Event description:
This report is being filed voluntarily under the FDA guidance for industry cosmetics, good manufacturing practices manual. A consumer used seventh generation baby wipes to clean up her child after the child had vomited on herself in her car seat. Within 24 hours of using the wipes, the child developed a rash. The consumer took her daughter to the hospital and was told it was an allergic reaction. The consumer reported that the child was prescribed "something for the itch".